Manufacturer narrative:
.

Event description:
The patient reported the pump had been empty for about 9 months and they needed to have it removed. Prior to this, the pump was not delivering meds adequately and 3-4 times as much medication was being withdrawn from the reservoir than expected. The patient has stage 3 melanoma and is on interferon therapy. There is a red area around the spine where the catheter is placed. The physician resutured the catheter with a metal suture in spine and the patient states it is pushing it's way through. The physician had dismissed the patient (previously stated from the physician because of drug seeking behavior) and patient stated since they are so prone to infection, they cannot find another physician to remove the pump. The patient was at home.